Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. The customer went to the emergency room and was subsequently hospitalized and later was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 600 mg/dl with high ketones, identified as dangerous by healthcare provider, on (B)(6) 2024. Reportedly, the customer was using an off-label insulin with the pump. Tandem technical support educated customer on off label insulins per the user guide. Customer had administrated a manual correction injection to address bg level. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released from the hospital on (B)(6) 2024. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.